Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing explant surgery. The recipient is reportedly a non-user of the device due to no benefit. Explant surgery is scheduled.